Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2013 with the following findings: the keypad rubber is undamaged. Visual inspection shows moisture corrosion in the battery canister. The battery compartment is cracked at threads; the pump failed a leak test due a battery compartment leak. The pump powers ¿on¿ with a blank screen. The keypad was removed, no contamination or damage was found to the key¿s contacts. Pump¿s cover was removed, moisture corrosion was found to the pcb on the keypad flex/connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.